Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37092, lot# 232830001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for post lumbar laminectomy syndrome reported on (B)(6) 2015 that their ins had been off for two years after they moved out of state, leaving behind their recharger. They got their recharger back a month ago, but it would not connect to the ins. The patient had been working with their doctor and had an appointment scheduled for (B)(6) 2015. The patient requested that a manufacturing representative (rep) be at the appointment. Additional information was received from a rep on (B)(6) 2015 stating that the patient's ins was overdischarged after they had traveled out of state for approximately a month, forgetting their recharger. After they returned home, they were unable to charge the ins. They then moved to another state and never attempted to have the device reset. The rep was unable to read the ins for impedances, and a device reset was attempted in the office. It was noted that the rep would try again the next week. However, it was later noted by the rep on (B)(6) 2015 that the meeting was rescheduled due to patient illness, and that they would try again in two weeks. The event will be updated if additional information is received. Additional information was received from a company representative (rep) on 2016-01-15 stating that the patient had met with a different rep a couple weeks prior. A physician mode recharge (pmr) had been conducted by the previous rep for five hours, but that a por had never occurred. The rep who called then performed a pmr and charged the implantable neurostimulator (ins) to 25%. When the rep attempted to clear the power on reset (por) message, a discharge message was displayed on the clinician programmer. The rep was instructed to charge longer, as the ins had been compromised from being in an overdischarged status for two years. No patient symptoms were reported. A supplemental report will be submitted if additional information is received.